Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer said that the was changing their site but did not have time to change the whole thing. They reused the reservoir by filling it in and insulin was squirting out. They used a new reservoir and the insulin was squirting out of the new one as well. The customer¿s blood glucose is 102 mg/dl. During prime rewind troubleshooting, he said that insulin was squirting out during the manual prime process. The call was dropped and troubleshooting was not completed. The insulin pump is not being returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.